Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the cassette tubing kept popping off due to being unable to screw the stay safe cap on during peritoneal dialysis treatment. It was reported that the connector was stripped. Patient reportedly completed treatment and was given prophylactic antibiotics. There was no reported of any patient complications as a result of the alleged event. Additional information was solicited.

Manufacturer narrative:
Correction: catalogue / model number a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
"."

Manufacturer narrative:
Plant investigation: manufacturing plant received on 06/07/2018 six companion samples of product 050-50758 lot number 17nr08148 from customer. A visual inspection was performed to stay safe mts sets and no damages were found in the patient connectors. The samples were found acceptable. A functional test was performed to companion samples and the patient connectors 050-50758 were screwed to caps 050-95012 with no issues. The functional test was completed successfully. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."